Event description:
Home pt (hp) reports reconnecting self to the pt line of the homechoice set after this line became disconnected from the transfer set during apd treatment. Baxter technician assisted hp in ending treatment. Hp reports hp was subsequently treated prophylactically i.p. With no resulting injury.